Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: taxus liberte (mr) ous - 32 x 2.75mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the stent identified stent damage and movement on the balloon. Struts on the entire length of the stent were squashed and damaged. The proximal end of the stent was squashed moving the stent 5mm from the distal end of the proximal markerband. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and were not subjected to any significant positive pressure. Crimp markings were evident on the exposed balloon wall indicating correct positioning and crimping of the device prior to the complaint incident. A visual and tactile examination of the hypotube found multiple hypotube kinks. An examination of the shaft polymer extrusion identified no issues. A visual and microscopic examination found that there was no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 19-apr-2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right radial and femoral arteries coaxially. The 70-80% stenosed, 25x3mm, concentric, de novo target lesion with a bend of between 45 and 90 degrees was located in the moderately tortuous and mildly calcified left circumflex artery (lcx). After a 6f non-bsc guide catheter and guide wire were advanced to the lesion, pre-dilatation was performed with a 2x15mm non-bsc balloon catheter resulting to 40% residual stenosis. A 28 x 3.00mm taxus¿ liberté¿ drug-eluting stent was then advanced but failed to cross the lesion even after several attempts. The device was removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage and movement on the balloon.